Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue. Guide catheter: taiga. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the posterior descending that was concentric, mildly tortuous, heavily calcified and 90% stenosed. The traveler rx 2.25 x 12 mm balloon catheter was delivered to the target lesion; however, resistance was met in the patient anatomy upon advancement. During the first inflation, the balloon ruptured at 4 atmospheres at 20 seconds. The device was removed from the patient anatomy safely and was replaced with a non-abbott balloon catheter and the lesion was dilated without any issue. The patient was treated with balloon angioplasty and the procedure was successfully completed. There was no adverse patient effect. There was no clinically significant delay in the procedure. Prior to use, the catheter was soaked in saline. The device was prepped (air aspiration) outside of the anatomy prior to use. No resistance was met when the protective sheath was removed or during removal of the device from the anatomy. No additional information was provided.